Manufacturer narrative:
Initial reporter state: (B)(6). (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a previously implanted contour ureteral stent removed from a patient on (B)(6) 2019. On (B)(6) 2019 the contour ureteral stent was implanted in a patient during a right upper ureteral calculi with right kidney seeper procedure in the ureter. No issues were noted with the device during placement. On (B)(6) 2019, during the stent removal procedure, the contour ureteral stent was covered with stones and hardened. The entire device was removed from the patient. There were no patient complications reported. The patient condition at the conclusion of the procedure was reported to be stable.